Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility representative. (B)(4). The following information concerning the evaluation of the device by the user facility was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative. The carefusion technical support specialist in conjunction with the user facility identified a faulty gas delivery engine as the most likely root cause in this alleged event. As the correction in this alleged event, a replacement gas delivery engine was sent to the user facility for them to repair and return the device back into service. Carefusion issued a return goods authorization (rga) number to the user facility for the return of the alleged faulty gas delivery engine for evaluation. As of (B)(4) 2013 the alleged faulty gas delivery engine has not been received by carefusion. Once the gas delivery engine has been received and the evaluation completed, a follow-up medwatch report will be submitted.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative(s). "Customer claims this ventilator audible alarms are not working, they can see the visual alarms but cannot hear the audible alarm. Customer replaced the gde from another good working ventilator and the problem was corrected, they are requesting the part number for the gde, this unit was upgraded to nasal CPAP/imv, vg, unit was not on a patient."